Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat leak test and microscopic analysis was performed which identified, device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii/IV". Device has been explanted and replaced.